Manufacturer narrative:
Investigation summary: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log files showed 240 events spanning approximately 51 days (B)(6) 2018 ¿ (B)(6) 2018 per time stamp). On (B)(6) 2018 at 3:58 the no external power alarm activated while connected to the mpu due to rsoc on both cables falling to 3.1v instead of the expected 12v. The backup battery supported the pump during the couple of seconds there was loss of power to the mpu. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and remains in use. Additional provided information indicated that no patient has a fractured driveline that they refuse to fix. It is unknown whether the mpu has a vlock and if the ac power cord came loose. A root cause for the reported event was not conclusively determined through this analysis. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 2 years 9 months 5 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient had no external power alarms while connected to the mobile power unit. Additional information was requested, but has not been received.